Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
The customer reported via phone call that she experienced high and low blood glucose levels. Her blood glucose level went over 600 mg/dl. It was not until she gave herself a manual treatment that her blood glucose level started to go down. She took over 30 units of insulin with a syringe. Her blood glucose level dropped to 43 mg/dl. She ate 24 carbohydrates and laid back down. The customer was thirsty and had frequent urination. The insulin pump alarmed low reservoir, battery out limit, and no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.